Event description:
The customer reported the hospital had a power outage, and the ventilator stopped and alarmed while the facility generator was powering on. The customer reported when the ventilator was powered back on it displayed a message indicating there was no battery attached. The customer reported the ventilator was in use on a patient, and there was no patient harm. The device is out of warranty and the hospital is serviced by a 3rd party service group. When the ventilator is powered on by the user and it displays a message 'backup battery not connected', it is indicating to the user that the backup battery in place for backup power has a low capacity for use. Proper care, maintenance and testing should be performed when using battery power sources.

Manufacturer narrative:
(B)(4).